Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, upon the first use the clip was stuck in the jaws and the device got stuck on the tissues in the closed position. After several manipulations to reopen the handles, the device could be removed and the physician noted the tissue was slightly damaged. He confirmed the injury was mild and without consequences for the patient. A new clip applier was immediately used successfully. The patient is fine.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
A health care professional (hcp) reported blood glucose results of "160 mg/dl" with a lifescan meter and "80 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy.